Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that lead dislodgement was suspected when high capture thresholds were observed. The lead was explanted when repositioning was not successful. Patient monitoring will continue with routine follow ups.